Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the experienced etl (extract transform load) process delayed for all the stations. A technical support specialist (tss) confirmed that the issue was resolved by tl (top level). The fse further noticed the error states dequeue error and connection timed out. Further the fse verified that ka (knowledge article) ¿medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue¿ had already been applied. The fse then stopped all the app server for services and restarted the sql (structured query language) server service on the db (database). Then fse verified that the messages started to process after services are restarted on the app server. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, experienced etl (extract transform load) process delayed for all the stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.